Event description:
The product was used during a laparoscopic spleenectomy procedure. Reportedly, the instrument was difficult to open and the surgeon manipulated the device off. Twenty minutes post operatively, the pt started bleeding. The surgeon performed a re-operation to correct the condition. The hospital has reported the pt's condition is satisfactory.